Manufacturer narrative:
A device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device was returned in inspected. During the inspection, the user report was confirmed as the suction nipple of the device was broken off. Additionally, minor scratches were noted on the housing. Device history records were reviewed and showed the product met all specifications upon release. Based on device inspection results, the damage found on the device was most likely due to user mishandling. The device IFU advises "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage," olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the shockpulse lithotripsy transducer was not recognized by the generator. According to the initial reporter, the device was broken on the end and was not functioning properly. There was no patient harm or consequence reported as a result of this event.